Event description:
It was reported that the insulin pump alarmed auto off. Customer stated that her blood glucose last night was 160 mg/dl and woke up with blood glucose 400 mg/dl. Customer stated the reason for high blood glucose was due to insulin pump turning off and not providing insulin. Customer declined to troubleshoot. Advised the customer to treat per health care provider instruction for high blood glucose and to monitor her blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).